Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while servicing the device, it was observed that an alarm sounded; and the device did not start. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.